Event description:
The customer reported the system had an interlock failure and the tube is arcing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps2 power supply and the x-ray tube. System operates as intended.